Manufacturer narrative:
Follow-up #1: date of submission 01/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/16/2016 with the following findings: during investigation, a crack was found in the cartridge compartment. The cartridge cap threads were stripped and were not able to fit. A test cap was able to fit for testing. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad to the seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The customer alleged that the cartridge compartment had stripped threads. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.